Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose levels were not impacted. Reportedly, the customer was able to reload a cartridge successfully and resumed insulin delivery. The customer had manual injections available for alternate insulin therapy if needed.